Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found a false eri trip that occurred due to a transient low battery voltage. The device was extensively tested and noted to have exceeded its projected longevity. The device reached normal battery depletion.